Manufacturer narrative:
Batch review performed on 27 october 2020. Lot 1903267: (B)(4) items manufactured and released on 05-jul-2019. Expiration date: 2024-06-23. No anomalies found related to the problem. To date, 164 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 11 months after primary surgery, reporting instability due to laxity. The cause of the laxity is unknown. The surgeon revised the gmk-sphere tibial insert - flex s4r - 10mm with a gmk-sphere tibial insert - flex s4r - 17mm. The surgery was completed successfully.